Event description:
The dentist reported that this screw had fractured.

Manufacturer narrative:
Upon visual inspection, it was found that the thread portion of this screw has fractured and the internal hex has been stripped. The cause is undetermined. No lot or order number was provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.